Manufacturer narrative:
The field representative was later informed that the device was explanted at another hospital. The product was not available to be returned. The patient was fine and there were no complications in the procedure. However, the status of the lead was not provided and the field representative was not able to obtain additional information about the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after a device replacement procedure, the patient had an allergic reaction with final rejection of the device. The device had been implanted in a sub-pectoral position and the patient developed an infection. The system was to be extracted and the physician planned to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) in the future. The physician requested to know the differences in materials for the patient¿s original ICD and the replacement ICD to determine why the allergic reaction occurred with the second device but not the first, and also to know the materials for the s-ICD system, so allergy testing could be completed. The following week it was reported that the patient was discharged from the hospital and the ICD system was scheduled to be extracted at another facility in the next few days. No additional adverse patient effects were reported.